Manufacturer narrative:
Investigation results: three mp1000 china samples were received for investigation; two samples were received with opened packaging from lot 22125382 and one was received without any packaging. The customer reported that the connector was occluded during priming. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to functional testing by priming; no issues were identified with both samples received with packaging, with complete freeflow observed. However, the customer's experienced was confirmed with the sample received without packaging, with a complete occlusion experienced. The details of this feedback were forwarded to the manufacturing site for investigation. Following an in-depth failure investigation, their analysis confirmed that the occlusion was most likely to have been caused by a malfunction during the automatic assembly process. During the assembly process, each maxplus component is subjected to a valve activation step, which confirms the fluid flow is unimpeded; in this instance it is likely that an error in the machinery occurred which resulted in the component not being subjected to the test, continuing on to subsequent assembly steps, instead of being automatically scrapped. A review of the production records for lot 22125382 confirmed that during manufacture of this lot a work order was raised to address an issue with the valve activation station and scrap station, therefore it is likely that the issue was identified after the manufacture of the affected component. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. Please note since the manufacture of this lot, the assembly equipment has been repaired to ensure the valve activation and scrap stations are functioning correctly. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china product in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that bd maxplus positive pressure connector was occluded the following information was received by the initial reporter with the following verbatim: on pre-filling in pediatrics, joints were found to be jammed, green claim required, complaint reply letter required, complaint acceptance letter required, no photographs available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed